Event description:
It was reported that the spider two tenet was not holding the position of the arm. It is unknown if there was any backup device available; therefore is unknown how the procedure was completed. Unknown if there was any delay. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit was disassembled. Some of the disassembled parts were in plastic bags. No battery, footswitch or battery charger were included. A functional evaluation was not performed because the unit was received disassembled. The reported complaint was not confirmed. The unit no longer conforms to smith & nephew manufacturing specifications. Based on physical evidence, it appears the reported failure is a result of the third party service. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found a related failure.